Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer on properly pressing the button, confirmed warranty status, and decided to replace the pump with one featuring updated software. The customer was advised on returning the defective pump within ten days, setting up the replacement pump, and understood the necessary actions they needed to take. A replacement pump was sent without requiring a delivery signature.